Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens, -9.0/+1.0/x084 diopter, and the lens tore/broke. The lens was removed with no reported injury. Another same model lens was implanted and the problem was resolved.